Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited continuous beeping at random times, but did not stop infusion. Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with some wearing on the lens. The device's history log showed multiple high-pressure alarms were recorded. The customer's reported problem regarding the pump consistently beeping was unable to be duplicated. Simulated use testing was unable to replicate the error with or without a disposable attached. Sensor testing found the cassette detection sensors functional within specification. The upstream sensor will be recalibrated, and the downstream sensor will be replaced as a preventative maintenance to address the issue.